Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed that holding ¿m¿ on the pendant did not calibrate motion. It was also found that upon boot up, the system requested to hold the "m" button to cal motion, but it would not calibrate. The system stopped at the gantry moving in the 'y' direction (would not move during cal in 'z'). The wag optical switch was replaced. While trouble shooting, it was noted that the system door is not shutting and is asking to re-home. The gantry moved as normal in any direction with the pendant. The x-stage cover was removed and invalidate home was performed, but cal was not successful. It was not possible to close the door. A clicking sound was heard when attempting to re-home the system and is not responding to movement other than up/down and in/out. The representative tried using the manual door override button unsuccessfully. Testing found that the wag was not functioning correctly. The representative unplugged and reconnected the wag optical limit switch and it began to function normally. The representative invalidated and re-homed the system multiple times and all checked out. A full imaging system check-out was completed following part replacement and all tests passed. The system has been returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system was not calibrating. Medtronic imaging and navigation was aborted for the procedure. There was no impact on the patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the issue occurred outside of the operating room (or) and navigation was discontinued prior to introduction to a patient.